Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2025 that the black cable connecting the system controller to the batteries was cracked and the patient was having low voltage alarms. The site blamed the alarms on the mobile power unit and requested the mpu be exchanged. The system controller and the backup system controller were exchanged. There were no adverse consequences.

Manufacturer narrative:
Section d6a: date of implant should not have been previously provided. Manufacturer's investigation conclusion: the reported event of the backup controller being exchanged was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that the physician made the decision to exchange the controller. No photos, log files, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. B) heartmate 3 patient handbook (rev. B) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, and section 2 of the IFU, entitled ¿system operations¿, instruct users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.